Event description:
It was reported that the customer could not calibrate the sv300a ventilators pressure transducer. The customer replaced the pressure transducer, calibrated and functionally checked the unit. The sv300a ventilator passed all test.